Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend when they were not experiencing low blood glucose. The customer reported that the insulin pump kept suspending. The customer's blood glucose was 305 mg/dl and sensor glucose was 116 mg/dl at the time of call. The sensor will not be returned for analysis.